Manufacturer narrative:
The original incident reported was the h50 neck trial stripped during surgery resulting in a 45 minute delay in surgery. In addition, other instrumentation was used in order to cut into the screw to remove it. Another suitable device was not available for use. The revision surgery was completed as intended. To date, the h50 neck trial has not been returned to djo surgical for investigation/examination. It has been in excess of 51 days since the creation of the complaint. The root cause for the neck trial h50 becoming stripped was not determined with confidence. Instruments are subjected to heavy use, misuse, and wear. Care must be taken to avoid compromising their performance.

Event description:
Revision surgery/instrument failure - the h50 neck trial stripped during surgery. The instrument failure led to a 45 minute delay in surgery, as well as the need to use other instrumentation to cut into the screw to remove it.

Manufacturer narrative:
.